Manufacturer narrative:
(B)(6). Additional 510(k): k083641. This device is same and/or similar to a device approved for distribution in the us.

Event description:
It was reported that the "tracheal cannula" of a portex® bivona® neonatal and pediatric tts¿ tracheostomy tube was defective, and there was blockage. The fault was observed immediately upon use to the patient. No injury was reported.

Manufacturer narrative:
One portex® bivona® pediatric tts¿ tracheostomy tube was received for analysis. Visual inspection was performed at 12" under normal lighting. No damage could be detected. Air cuff symmetry test was performed. When inflating the unit with air, it was seen that the part wasn't inflated uniformly. After the whole cuff inflated, it was deflated and inflated 4 times. All times, the unit inflated completely. The IFU instructs the customer to slowly inflate the cuff with 5ml of sterile water. If the cuff does not inflate completely, squeeze the pilot balloon while gently manipulating the cuff from the shaft. There is no root cause for this event since the complaint was not confirmed. The manufacturing and quality inspection processes were reviewed and considered adequate and correct for testing and inspection activities.

Manufacturer narrative:
Two used samples were received for investigation. A visual inspection was performed and no damage could be detected on the units. An air cuff symmetry test was performed, and a part of the cuff didn't inflate uniformly. A manufacturing review of a similar device was performed and no discrepancies were found. The complaint was not confirmed.